Event description:
One pt with discrepant c02 results. Initial result not reported, pt not adversely affected. Initial result 35 mmol/l repeated three times on different analyzer (different methodology) gave results of 19.5, 20.2 and 19.6 mmol/l. The field service rep was unable to determine the cause of the discrepancy and was not able to reproduce the error. Performance tests were performed and were within specification.